Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Complainant was unable to provide the lot number. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported the starter hole has been off center in various lots for a number for years. He does not have the boxes and has used the products. He cannot recall exact quantity. No photo was provided.

Manufacturer narrative:
No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details has been received.